Manufacturer narrative:
The reason for this revision surgery was the patient was having pain and there was wear of the knee insert. The length of in-vivo service is unconfirmed as the original surgery date was not provided or determined. Information stated on the complaint indicates the in-vivo service may have been approximately 17 years, as it was reported the date of the original surgery was around 1998. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm the part or lot number or any information identifying the date of the original surgery. The root cause of this product complaint is a revision surgery as result of a patient having pain and wear of the insert in the knee joint. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient experiencing pain near the medial condyle; there was wear on the tibia insert. The surgeon removed the insert and replaced it with a new one.